Manufacturer narrative:
Date rec'd by MFR: 19sep2019. Dat of report: 20sep2019. This oxygen valve solenoid failed due to foreign debris and contamination. Cleaning this oxygen valve solenoid corrected the leak test failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported system leak test failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13june2019. The manufacturer¿s international service technician confirmed the reported gas delivery system (gds) issue and replaced the gds to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported system leak test failed. There was no patient involvement.